Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, serial/lot #: (B)(6); product ID: bi71000424, serial/lot #: (B)(6). D9: product ID: bi71000167 was returned on 2024-09-16. Product ID: bi71000424 was returned on 2024-09-20. H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that hardware was replaced. Codes b01, c02 and d02 are applicable to this analysis. The umbilical assembly, lot number: 836 rev. D, was returned to the manufacturer for analysis. The umbilical assembly was installed into a test system. The system would intermittently go into standalone mode. It was a faulty cable with an open. Codes b01, c02 and d02 are applicable to this analysis. The rear cab breakout, lot number: 63237 rev. E, was returned to the manufacturer for analysis. Visual inspection confirmed the mounting hardware for the dongle was broken/ damaged. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was stuck in stand alone mode. There was no patient involvement.